Event description:
It was reported that the customer was having issues with his battery. The customer stated that he changed the battery three times and continues to receive the battery out limit alarm. The customer's blood glucose was 150 mg/dl. Troubleshooting was done. Advised that a replacement battery cap would be sent. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.